Manufacturer narrative:
(B)(4). It was reported during an idiopathic ventricular tachycardia (idvt) procedure, there was a large map shift of about 2 cm while mapping in the left ventricle. The clinical account specialist noticed it when taking points during ablation on the septum. It is unknown if patient movement was a factor, but there were no errors on the system. The location pad was displayed and location sensor was in the correct initial location. There was no patient injury reported in this case. No cardioversion was performed. The reference patch did not move or get loose before the map shift. The problem was resolved by starting a new map. It was found that the c-arm with a very large detector was moved during case which causes distortion in the magnetic field. The bwi field service engineer advised this could cause map shifts if the magnetic interference is not perceived on the reference patch on the patient's back. This is not a failure of the system, rather a workflow issue. The device history record (DHR) was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported during an idiopathic ventricular tachycardia (idvt) procedure, there was a large map shift while mapping in the left ventricle. The clinical account specialist noticed it when taking points during ablation on the septum. It is unknown if patient movement was a factor, but there were no errors on the system. The location pad was displayed and location sensor was in the correct initial location. There was no patient injury reported in this case. Upon request, additional information was provided by the bwi field representative on the event. The map shift was about 2 cm. No cardioversion was performed. The reference patch did not move or get loose before the map shift. The problem was resolved by starting a new map.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).